Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's cursor began to move across the screen autonomously after a few days of the latest software update. It was noted that the cursor had started to press buttons on its own, which had the potential to either prevent or disrupt the programming of the patient with the cardiac stimulation product. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's cursor began to move across the screen autonomously after a few days of the latest software update. There was no autonomous cursor movement observed, and the finger touch was working correctly. It was noted that the left, right sliding rails and the upper and lower bullets were broken. The logo button was missing. The cooling fan was noisy. An electromagnetic interference (emi) repair was performed to resolve the screen issue. All the defective parts were replaced with new and salvaged parts. The programmer then passed the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.